Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had replace battery now alarm. Customer's blood glucose value was 132 mg/dl at the time of the incident and the other blood glucose value was 300 mg/dl. The customer declined troubleshooting. The customer stated that this was the second occurrence of replace battery now alarm. The customer stated that they did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated the battery cap was not loose, cracked or damaged. The insulin pump will be returned for analysis while the reservoir will not be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm or battery power loss alarm noted during testing.